Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager box was falling off side of refrigerator and insulin label printer was printing too dark and not printing. The customer tried to reboot the station and the printer, but the issue persisted. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was failed off side of refrigerator and insulin label printer was printing too dark and not printing. A field service engineer manually unlocked the smart remote manager, removed it from the refrigerator, cleaned residual adhesive from both the smart remote manager and the refrigerator surface, applied new adhesive, aligned the smart remote manager with the hasp, mounted it to the refrigerator, and applied pressure to initiate the curing process; verified proper alignment and had the customer recover the storage space and test the smart remote manager successfully, logged into carefusion admin, reviewed printer settings, and identified that printer configurations were not saving; deleted and reinstalled the printer driver multiple times, reconfigured the printer, and resolved driver errors, after which settings saved correctly and multiple test labels printed successfully, customer then printed several patient labels to confirm proper printer functionality. The system functioned as intended after the field service engineer repaired the device.